Manufacturer narrative:
All information reasonably known as of 19-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: unknown, flow rate: unknown , procedure: unknown, cathplace: unknown, pump start time: (B)(6) 2017 at 5:00pm, pump end time: unspecified date at 10:00am. It was reported that the patient began infusion with the elastomeric pump on (B)(6) 2017 at 5:00pm. It was expected to end at 3:00pm, but it instead it completed at 10:00am. No other information was provided.

Manufacturer narrative:
Corrected data: the below manufacturer narrative regarding block h3/h6 sample availability and DHR review was inadvertently omitted from the initial filing. Method: the actual device was not returned and the lot number is unknown. As the lot number is unknown, a review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. All information reasonably known as of 20-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp(B)(4).